Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Upon return, the device had no output or telemetry. The device case was opened to facilitate analysis of the internal components. Visual examination noted the battery was swollen; it was separated from the other device electronics and the overall current draw of the circuitry was measured. No high current drain conditions were noted. Proper device pacing and sensing functions were confirmed. Although the device had no output, no higher than normal current drain conditions were noted during testing and detailed analysis. Detailed testing identified an internal battery short which resulted in the inability to interrogate this device.

Event description:
It was reported that this pacemaker could not be interrogated. It was noted that the device had previously reached elective replacement indicator (eri) and then end of life (eol). The device was explanted due to normal battery depletion. No adverse patient effects were reported.